Event description:
It was reported that the patient had an episode of ventricular tachycardia [vt] that may have been triggered by the patient's device due to the premature ventricular contraction [pvc] response causing a short atrial pace-ventricular pace [ap-vp] interval. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. A single short v-v (monitored vt) sensed event pf < 220ms was recorded on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies found. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. A single short v-v (monitored vt) sensed event pf < 220ms was recorded on (B)(6) 2012.

Event description:
It was reported that the patient had an episode of ventricular tachycardia [vt] that may have been triggered by the patient's device due to the premature ventricular contraction [pvc] response causing a short atrial pace-ventricular pace [ap-vp] interval. The pvc response was programmed off and the device remains in use. No patient complications have been reported as a result of this event.